Event description:
Reporter alleged having discrepant blood glucose results of 48 mg/dl back to back with a result of 122 mg/dl when testing was performed 1 minute apart on the compact system. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.